Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a 5 year battery replacement for normal battery depletion and was in such pain. The patient stated that they were still in pain which they noted should not be the case. The patient stated that they had to wear the (B)(6) patches just to give them comfort and was taking (B)(6). The patient noted that they did not know why it was giving them so much discomfort at the time of report. The patient stated that they took antibiotics and everything they told them to do, but it was so different from the original one they did 5 years prior to report. The patient noted that as they were speaking at the time of report it was throbbing and stated that it was awful. The patient noted that they could not sleep at night and could not roll over on their side. The patient stated that they had not gone through this much pain the first time and was wondering what was different this time. The patient stated that they were asking themselves if they developed an infection this time but was not able to get an answer from anyone and was just taking advil to help them sleep. The patient noted that they had thought it would lessen as time went by. The patient was advised to follow up with a healthcare professional (hcp) and the patient noted that they had an appointment scheduled with a hcp on (B)(6) 2017. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were trying to reach a rep because they were still experiencing discomfort and was not able to sleep because of it. The patient noted that the pain shot from the incision site down their hip and groin. The patient stated that they saw their hcp about the pain/discomfort and was told that it was programmed too hard for them because they were a small person. The patient noted that it was programmed for a 140 lb man and they only weighed (B)(6). The patient noted that their hcp stated that they would need to come back and meet with the rep for reprogramming the next time they were in the hcp office. The patient stated that their hcp had decreased the amplitude to 0.7 but they continued to have pain. The patient was reviewed pp use and turned the therapy off. The patient noted that they were implanted for urinary frequency and that they did not have incontinence. No further complications were reported or were expected.